Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms/false asystole events) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was experiencing arrhythmia alarms and false asystole events.